Event description:
It was reported that the rotawire got separated and remained in the body. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). An ng rotawire floppy 5 pack was selected for percutaneous coronary intervention (pci). During procedure, it was noted that the opaque part of the wire was separated and remained at the end of the lcx. During the final retrieval, the tip of the wire was not moved, confirming the separation. The procedure was completed. No complications were reported.

Manufacturer narrative:
Aware date: corrected.

Event description:
It was reported that the rotawire got separated and remained in the body. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). An ng rotawire floppy 5 pack was selected for percutaneous coronary intervention (pci). During procedure, it was noted that the opaque part of the wire was separated and remained at the end of the lcx. During the final retrieval, the tip of the wire was not moved, confirming the separation. The procedure was completed. No complications were reported.